Event description:
It was reported that during an attempt to remove the guide wire, it broke and remained in the rca. The patient required open heart surgery to remove the guide wire, in addition to bypass grafting. Reportedly, the patient was discharged in good condition. No additional information was available.